Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was not allowing the cutter to lock in was confirmed. An assessment was performed on the device which found that the device would not secure the cutter. During repair it was observed that the springs in the burr lock came out of position and were not pushing on the lock tabs to secure the cutters. It was determined that the cause of this condition was due to running the device without the cutter being installed, which is failure to follow the directions for use (dfu). The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tympanomastoidectomy and cochlear implant surgical procedure it was observed that the handpiece device could not secure the burr devices. It was reported that there was ¿not really¿ a delay in the procedure due to the event, as unspecified spare devices were available for use. It was reported that the event occurred on the sterile field, but not while touching the patient as the delay was caused by the burrs not sitting well in the drill device. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.